Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a fluctuated pacing threshold. The rv lead was explanted and replaced. There were no patient consequences.